Event description:
Patient was revised to address trunionosis.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 8/5/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal debris, and trunnionosis. Labs indicated metal ion levels below 7ppb. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Sales rep indicated that the reason for revision was pain and elevated ion levels. Trunionosis was discovered intra-operatively. (B)(4). The devices associated with this report were not returned. A review of the device history records for the 2357738 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.